Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure with an unknown ablation catheter and suffered cardiac tamponade. During the procedure, right after the soundstar eco catheter was inserted, the image could not be drawn. The cable was reconnected and then changed, but the issue remained. The catheter was changed to an acunav and the issue resolved. During cavotricuspid isthmus (cti) ablation, a steam pop occurred. After pvi, sedation was applied to perform dc cardioversion. The patient¿s blood pressure decreased, and cardiac tamponade was confirmed by intracardiac echo (ice). The patient recovered from sedation and his blood pressure restored. The patient was reported in stable condition. It is unknown if medical/surgical intervention was provided. There¿s no indication that extended hospitalization was required as a result of the event. Physician¿s opinion regarding the cause of the adverse event is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future, it will be reviewed and processed accordingly.